Event description:
The pt received his scs sys consisting of a paddle lead and ipg on (B)(6) 2009. It was reported that a dural separator was used in the procedure to assist in the placement of the paddle lead. It was reported that the pt experienced major abdominal cramping in the recovery room and stayed in the hospital for 3 days post-implant due to this pain. Pt was reportedly receiving good stimulation coverage and doing fine upon discharge. The lead remained implanted. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.